Event description:
It was reported that one pin broke inside a patient and was successfully retrieved. No patient injuries reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.